Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by the distributor that needles are defected. Last 3 time the needle comes apart from the suture. No adverse impact was reported. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/17/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ten product complaints were created to document 10 different cases (B)(4)is created for 1st event (mcp942g/ 103930) (B)(4) is created for 2nd event (mcp987h/ uamrce) (B)(4) is created for 3rd event (mcp987h/ 102czu) (B)(4) is created for 4th event (mcp317h/ umbkhd) (B)(4)is created for 5th event (mcp987h/ 103cp2) (B)(4) is created for 6th event (mcp942g/ tlmcht) (B)(4) is created for 7th event (mcp315h/ tgmppt) (B)(4) is created for 8th event (mcp942g/ ubmqqj) (B)(4) is created for 9th event (497g/ spbclq) (B)(4) is created for 10th event (z969h/ 109ls) please provide the following information for each case: it was reported that "last 3 time the needle comes apart from the suture". * did all the reported devices have this issue? If no, please porvide additional details. * when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. * is this device or samples from same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) * credit was requested. Please provide a copy of the ethicon invoice to complete this request. The following information was received: ¿ we have not removed this issue to ethicon before now ¿ all 10 products referenced are associated with separate events to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection revealed that three sealed boxes each with thirty-six unopened samples were received for analysis. Product code mcp987h. As per the sampling plan, a visual inspection was performed on thirty-two samples, and the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.